Event description:
Reportable based on analysis completed 14sep2011. It was reported that during a coil embolization treatment procedure, catheter insertion difficulties occurred. The target lesion was located in the kidney. The physician was unable to insert the renegade 130/20/1 microcatheter into the transend guide wire. Intermittent flush was maintained. The procedure was completed with another renegade microcatheter. No patient complications were reported and the patient's status is good. However, returned device analysis revealed peeled coating on the renegade catheter shaft.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. A visual and tactile examination of the returned device found peeled coating located 73.5cm from the proximal. All dimensions which were measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the device was not used in accordance with the continuous flush direction of the dfu. (B)(4).